Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012536343 was returned and analyzed. Visual inspection showed the catheter was received without the guidewire. The guidewire lumen was received extended, and no damage to the guidewire lumen was observed. Mechanical verification of the steering and slide mechanisms showed the slide control function was performed and the guidewire lumen was extended retracted without any issue. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The continuity test was performed with a multimeter for the returned catheter and revealed an open loop between electrode #9 and connector pin #9. The hipot test passed. Dissection of the catheter confirmed breakage of electrode wire #9 at electrode #9. In conclusion, the catheter did not pass the returned product inspection due to a br oken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was an issue with the electrical potential. The electrical cable was replaced without resolve. The catheter was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.